Manufacturer narrative:
The event date and death date were not reported; therefore, they were approximated.

Event description:
It was reported via social media that a death occurred. It was reported that the patient had a left atrial appendage (laa) closure procedure utilizing watchman laa closure technology and eventually passed away. The timing and cause of death are unknown. Boston scientific has attempted to obtain additional information; however, none has been provided at this time.